Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference number 3012307300-2025-09136-00 for details pertinent to this event.

Event description:
An email was received regarding a medication cassette with item number 21-7609-24 and lot number 6012373. It was stated liquid leakage from the connector part. The event occurred during use. There was no reported patient harm/adverse event.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.